Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The tissue pad of the subject device was severely worn. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the tissue pad was damaged since the user continued to activate output without grasping tissue (including after the tissue already cut). The above device handling has warned in the instruction manual.

Event description:
We received the following report. During a procedure of the liver, the subject device was used. After the user activated output several times, the tip of the device was damaged. There was no patient injury reported. The following additional information was also provided: the tip of the device was not damaged but an unspecified error occurred when the user activated output for a long time. The intended procedure was completed with the subject device. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. On (B)(6) 2020, olympus medical systems corp. (Omsc) found that the tissue pad of the subject device was severely worn.